Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg) system was removed. Due to the patient being dependent, a temporary pacer was implanted. The ipg system was replaced with a system upgrade. No further patient complications have been reported as a result of this event.